Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was presented with a pump pocket infection. The pt was returned to the operating room where wound vac and drains were placed in the pump pocket. The pt is being treated with IV antibiotics. There are no issues with the lvad pump, although a pump exchange has been considered. Pt is currently listed as status 1a for heart transplant. Pt is up walking around and is asymptomatic.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.